Event description:
The customer reported that they cannot see all of their pts on the acuity central station. During troubleshooting, welch allyn technical support found that the system south7 and south7-ha rebooted at the same time for unk reason. This resulted in a temporary inability to monitor pts centrally until the customer replaced the monitor. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.